Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023. One cardiomems patient electronic system was received for evaluation. Visual inspection verified the power extension cable was frayed and wires were exposed. During the investigation, visual inspection revealed that the power extension connector seated in the connector cover. It is unknown if it was unseated during use, shipping or during decontamination process. No software malfunctions, errors, warnings, or anomalies were observed during unit boot or during handheld touch screen commands. Patient data backup was performed successfully using the golden hotspot and golden wi-fi usb adapter. Unit was able to power on with no interference or malfunction by directly plugging in the power cord behind the unit. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
Health care professional reported frayed wires of the power extension cable. The patient electronics device was replaced and there were no adverse consequences reported by the patient.